Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results.a review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture.replication of this issue may occur if there is difficulty loading the trocar. If loaded incorrectly the removal of the trocar becomes difficult and may break the engagement post.should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) received one device.the visual inspection of the staple guide noted the presence of a full complement of staples. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was not engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide and pressure ridges in the staple guide indicate that the staples had been fired. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed nicks on the knife blade. The anvil of the instrument was observed to be tilted and separated from the instrument. Further inspection of the anvil cutting ring showed shallow traces of knife impression and the ring was received partially severed. Cross cutting staples were observed in the mylar cutting ring. The trocar was observed to be broken.

Event description:
According to the reporter: occurred during a laparoscopic sigmoid resection procedure. When loading the small white trocar onto the anvil, it was very hard to load into the anvil post. It was finally loaded. However, when the white trocar was removed, a little piece of it broke off and remained in the anvil post. The little white piece was removed from the anvil. The anvil was connected to the stapler, closed onto the patient's tissue and fired successfully. When attaching the anvil to the instrument, the black twist knob was held firmly to prevent the trocar from moving back into the head of the device. The anvil center / rod assembly was grasped at the grasping notch. The anvil could be tilted after firing and the anvil was not bent. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, sharp tip trocar had issue. While inserting tip the black button was pressed.